Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet pump separated into two pieces overnight, with the portion containing the display missing, indicating a device bonding failure involving the display component and rendering the device non-water-resistant. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss of or failure to bond affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.